Manufacturer narrative:
The device was returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at l5 due to l5/s1 spondylolisthesis. Intra-op, when the pedicle sounder was being removed, fragment of the instrument remained inside the pedicle. The surgeon used a 2mm pituitary to successfully remove the fragment from the patient. No patient complications were reported as a result of the event.